Event description:
The customer stated that his blood glucose readings had been higher than usual. His glucose was tested while he was at the dr's office using his breeze2 meter and the dr's meter (brand unk). The customer's meter read 188 mg/dl, while the dr's meter read 68 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, but the meter is to be returned for eval. A replacement meter was sent to the customer.